Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age was not provided. He heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 25 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has been in the hospital due to ileus and malnutrition. The patient was on total parenteral nutrition and tolerating clear liquids. The ileus was improving based on the abdominal x-ray done on (B)(6) 2017. The patient started to have acute gastrointestinal (gi) bleeding on (B)(6) 2017. The patient received 5 units packed red blood cells and 2 units of fresh frozen plasma. The patient underwent upper and lower gi endoscopies and was found to have significant esophagitis with possible candidiasis along with bleeding ulcer in the colon. As of (B)(6) 2017, the patient was reported to be stable and no further bleeding reported.